Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The access site had a bleed after peel away sheath was removed. The impella cp was explanted to address the issue. The patient survived the procedure.

Manufacturer narrative:
The investigation into the access site bleeding has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely cause of the issue was use related. This report is being filed as part of a retrospective review of historical records.